Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : patient demography and lab data was added. Previously added injury nos was replaced with new events- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia and anemia. Concurrent conditions included uterine enlargement, bleeding menstrual heavy, irregular menstrual cycle, hypoglycemia, anemia, allergic reaction, gastric bypass, gallbladder disorder and c-section. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), iron, nsaids from (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; 1, clearly visualized uterine cavity silhouette and normal cornual filling, 2. Appropriate curvature and position of the essure microinserts is demonstrated with each proximal lip at least 1 cm distal to each cornua, impression: satisfactory location of micro-inserts and appropriate demonstration of tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic pain') in an adult female patient who had essure (batch no. 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia and anemia. Concurrent conditions included uterine enlargement, bleeding menstrual heavy, irregular menstrual cycle, hypoglycemia, anemia, allergic reaction nos, gastric bypass, gallbladder disorder nos and c-section. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), iron, nsaids from (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish. Concomitant drug, reporter information were added. Onset date of event menorrhagia, pelvic pain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia and anemia. Concurrent conditions included uterine enlargement, bleeding menstrual heavy, irregular menstrual cycle, hypoglycemia, anemia, allergic reaction, gastric bypass, gallbladder disorder and c-section. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), iron, nsaids from (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; 1, clearly visualized uterine cavity silhouette and normal cornual filling, 2. Appropriate curvature and position of the essure microinserts is demonstrated with each proximal lip at least 1 cm distal to each cornua, impression: satisfactory location of micro-inserts and appropriate demonstration of tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.